Event description:
Pt was seen in the clinic for ear wax build up. The nurse was irrigating the pt's right ear with an ear syringe, when the syringe came apart. The tip went into the ear causing some bleeding, however the pt did move at the time the device came apart. A physician examined the pt after the incident and noted the area of bleeding, which appeared to have stopped. The pt denied any tenderness, but some erythema of the external auditory canal was noted. The pt was discharged in satisfactory condition.